Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the med height te w/sut tabs 450cc tissue expander was observed with no apparent damage or visual anomalies. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with a 450cc mentor cpx 4 breast tissue expander with suture tabs and experienced a deflation on an unknown side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On october 25, 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: the patient's date of birth was (B)(6) 1964 and the impacted side was the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 9, 2021, the mentor failure analysis lab received the device for evaluation. On december 15, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the med height te w/sut tabs 450cc tissue expander. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. The event described could not be confirmed as the tissue expander was returned without detectable damage. Although no product defect has been identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).